Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that insulin pump had vibrate anomaly and insulin pump passed in self test. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, active current test and sleep current test but failed the self test (vibration test). Thump and carelink software was utilized and downloaded trace/history files properly. Unit passed displacement test. Adjusted the audio and vibrate options volume 1-5 and audio tone adjusts properly however, vibrate tone is not heard. No vibrating noise noted during self test. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. No failed battery test noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing and no power / battery alerts and alarms were found in the history files or traces on the event date. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the harness assembly vibrator. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads - cracked, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails. Vibrate anomaly confirmed due to moisture damage on the harness assembly vibrator. Alleged failed battery test not confirmed due to no data on event date in trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.